Event description:
A vague report was received that a 24-hour infusion infused over 2 hours. There was no report of pt harm. Medical intervention was not required. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer declined an investigation. The customer stated the event logs are no longer on the pump module; therefore, he is unable to send the event logs or identify the associated pc unit. Stated he evaluated the pump module and did not find any anomalies or problems. The administration sets were discarded. The cause of the reported over infusion was not determined because no investigation was performed.